Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. Insulation damage of the rv lead was visually confirmed by the physician. The rv lead was capped and replaced during an unrelated procedure to resolve the event.